Event description:
It was reported to philips that the system gave an alert indicating that x-rays were not possible, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the clinical procedure was performed when the issue happened, and the procedure was completed on the same system. The philips field service engineer (fse) visited onsite and found the reported issue. After reviewing the log, fse found the issue traced to the power inverter. To resolve the issue, the fse replaced the power inverter (point) certeray and return the part for further analysis, and no failure was found. After replacing power inverter (point) certeray, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue did not affect the procedure, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue had occurred, but procedure was successfully completed by restarting the system. If a loss of live image occurs during a procedure, a restart may be performed to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may resolve, allowing for continuation and completion of the procedure. A loss of live image that can be resolved by utilizing the design mitigations provided by the device is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.